Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08750 inches.unit communicated properly with the guardian link 3 and the test plug. No pump/sensor communicated anomaly or calibration anomaly noted. Hardware low level failures (variable 15) confirmed in pump trace download due to software error. No failed battery test alarm, unexpected battery power loss, low battery alarm, replace battery now alert, unexpected post-reset ram crc alarm or unexpected history pointers failed noted during testing. No unexpected power loss alarm noted in the formatted history file. Unexpected low battery alarm, replace battery alert and replace battery now alarm was confirmed in the formatted history file, problem isolated to the electronic assembly. Device had a scratched case and a pillowing keypad.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had an error in the hardware low level failures. The customer¿s blood glucose was 115 mg/dl at the time of incident. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm and timing was less than 8 hours from the low battery alert to the replace battery alert or replace battery now alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.